Manufacturer narrative:
The universal seal accessory has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, rubber parts were damaged and fell off the cannula universal seal accessory. A fragment fell into the patient and was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the accessory was inspected prior to use and no damage or abnormalities were found. During the procedure, a fragment from the device fell inside the patient while the instrument was being inserted or removed. The surgeon did not provide a specific cause for the breakage; it was only noticed when the incident occurred, with no prior signs. The accessory had been used for approximately 120 minutes before the issue arose, and no functional issues were observed during the procedure. There was no collision with other instruments or hard materials. The fragment fell during an instrument tip/accessory collision during instrument manipulation. An instrument was removed prior to breakage with the wrist straightened, and no resistance was felt during removal through the cannula. The fragment was retrieved using laparoscopic forceps, and all pieces were confirmed as removed by matching them to the broken area. No additional surgical procedures were needed. A post-operative x-ray was performed to check for any remaining fragments. The procedure was completed robotically, with no additional injury to the patient and no post-surgical complications or hospital readmissions related to retained foreign objects. The instrument, accessory, and retrieved fragment will all be returned to isi for evaluation, but no photographic images or procedural video were available for review.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: the universal seal was analyzed and found to have a tear on the black rubber duckbill. The torn piece was missing and was not returned with the seal.

Event description:
Refer to h11 for follow-up information.